Manufacturer narrative:
On 03/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. In trouble-shooting, battery voltages and charger board voltages. Charger board and generator all checked ok. The log files show that during the surgeries the umbilical cable is disconnected from the ias for approximately 20-30 minutes before the surgery and 20-30 minutes after the surgery. After multiple surgeries in a day this causes the imaging system to not recharge the batteries enough. Batteries are below the threshold to keep the machine up and running. On 03/24/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced motion batteries, x-ray batteries, and y-stage rubber cover. Issue resolved. System performed as intended. Return requested. Thirty eight replacement 9amph 12v batteries shipped to site. Suspect batteries were discarded and will not be returned to manufacturer for analysis. Return requested. Replacement y-stage rubber cover shipped to site. Suspect y-stage rubber cover was discarded and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site's imaging system battery failure. Movements of the imaging system were going bad. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.